Manufacturer narrative:
The reported event was confirmed as manufacturing related. Sample was evaluated and the inflation eye met internal specification. Subsequent investigation show strong correlation of low rubberize layer in combination with high x-sectional ratio as primary contributor to collapsed lumen failure during usage by user. Potential root cause for this failure mode could be rubberize thickness variation and low latex viscosity. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was not able to be deflated on the day of use. Per additional information from the ibc via email 24mar2020, it was unknown how the catheter was removed from the patient, but the ibc reported that the balloon looked to be intact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was not able to be deflated on the day of use. Per additional information from the ibc via email 24-mar-2020, it was unknown how the catheter was removed from the patient, but the ibc reported that the balloon looked to be intact.